Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. The out of range measurement resulted in beeping tones from the implantable cardioverter defibrillator (ICD). Review of stored device memory noted a gradual increase in the rv pacing impedance measurements. Measurements in clinic were noted to be stable and within normal limits at 950. The patient was not pacemaker dependent. Technical services (ts) discussed troubleshooting options for the physician to consider. No adverse patient effects were reported. This product remains in service.